Manufacturer narrative:
(B)(4).

Event description:
It was reported that right hip revision surgery was performed due to high metal ions and a soft tissue reaction. The femoral stem remained implanted.